Event description:
It was reported that the patient experienced two instances of uncommanded boluses on (B)(6) 2026. Prior to the uncommanded bolus events, at 6:50am the patient¿s blood glucose had been 210 mg/dl when the mother of patient manually calculated and delivered an expected 5.9 unit bolus. At 7:49am a 15 unit bolus was delivered and at 8:02am a 5.9 unit bolus was delivered. Neither of the last two boluses were commanded and no carbs were entered. After all of the events they reported having 25.5 units of insulin on board (iob). The personal diabetes manager (pdm) had been sitting on a table and not being interacted with at the time of the two uncommanded boluses. At the end of the report, the iob had gone down to 18.95 units and bg was 165 mg/dl. This case is to capture the bolus at 7:49am (15 units). The bolus at 8:02 am (5.9 units) is reported in insulet reference number (B)(4).

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. The physical device was not received for investigation. Cloud data from the user for the day of 10feb2026 was downloaded and reviewed. Review of the cloud data confirmed the delivery of the reported boluses. The first 5.9 u bolus reported as commanded was based on a carb and glucose entry while the 15 u bolus and second 5.9 u bolus reported as uncommanded were both manually adjusted to these totals with no carbs or glucose values input. Without log files, it cannot be determined if the user interacted with the controller to adjust the total bolus amounts and confirm the totals, as the cloud data does not contain logging for interactions with the controller. The exact cause of the reported event could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.